Manufacturer narrative:
(B)(4). Date of initial report on: (B)(6) 2014. The site indicated that the incident unit would not be returning for eval. If additional info pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a laparoscopic davinci robotic assisted resection and removal of a 20 cm pelvic mass two things occurred: an esu monopolar cable fire; activation of the bipolar instrument without user input/activation surgeon not in console at the time of the bipolar activation. The pt sustained a burn on her small bowel in the area where the fenestrated bipolar instrument was being used as a blunt retractor of the small bowel. This resulted in a small bowel resection with anastomosis.